Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding revision involving a no 5. Triathlon ts plus tibial insert x3 poly 16mm was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided.

Event description:
Removal of patellar polyethylene and exchange of polyethylene liner.

Event description:
Removal of patellar polyethylene and exchange of polyethylene liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.